Event description:
Routine complaint investigation when a consumer reported receiving high readings on the precision qid blood glucose meter. The readings were obtained within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone which is considered clinically signifcant. There was no report of death, serious injury, or mistreatment associated with this event.